Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", image displayed a purple-colored dot. The issue was found during an unknown, therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found image failure and a broken light guide bundle. Furthermore, the following additional issues were identified during inspection: outer tube dent, and video connector cover crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During device investigation, internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. Olympus will continue to monitor field performance for this device.